Event description:
This device was returned with oos documentation, stating that the procedure began as a lead revision of the ra lead only. When removing the suture from the lead fixation collar, an insulation tear occurred. The lead revision was for lead dislodgement.